Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-01395. It was reported the patient experienced ineffective stimulation due to lead migration. Surgical intervention took place wherein the leads was explanted and replaced. Effective therapy was established.